Event description:
Procedure: urological/gynecological according to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from the importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, erosion, hardening, worsening urination, dyspareunia, scarring, and additional surgery.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional info from the importer report: date of this report: (B)(4) 2012. Brand name: ftl. Catalog #: unknown. (B)(6).